Event description:
Elderly male with ischemic cardiomyopathy who had a heartmate ii placed seven years ago at another facility. He has had two pump exchanges for pump thrombosis, the most recent last year. He again developed thrombosis last year and was readmitted and treated conservatively. He came to (B)(6) to see vad surgeon in clinic about a high-risk 4th time re-do sternotomy pump exchange from heartmate ii to heartmate 3 should he again develop thrombosis. He was monitored as an outpatient and noted to have elevation of ldh this year. The patient was admitted to the hospital through the ER. His ldh was 1000 on arrival. He was started on a heparin drip and given vitamin k in anticipation of a planned pump exchange surgery scheduled. Unfortunately, the patient developed left hand numbness and then hemiparesis. A head CT showed a large right parietal hemorrhage and his neuro status decompensated. He was transferred to the ICU and ultimately made comfort care by family due to likelihood of brain death and no longer being a surgical candidate for pump exchange. He passed later in the day.

Event description:
Elderly male with ischemic cardiomyopathy who had a heartmate ii placed seven years ago at another facility. He has had two pump exchanges for pump thrombosis, the most recent last year. He again developed thrombosis last year and was readmitted and treated conservatively. He came to (B)(6) to see vad surgeon in clinic about a high-risk 4th time re-do sternotomy pump exchange from heartmate ii to heartmate 3 should he again develop thrombosis. He was monitored as an outpatient and noted to have elevation of ldh this year. The patient was admitted to the hospital through the emergency room. His ldh was 1000 on arrival. He was started on a heparin drip and given vitamin k in anticipation of a planned pump exchange surgery scheduled. Unfortunately, the patient developed left hand numbness and then hemiparesis. A head CT showed a large right parietal hemorrhage and his neuro status decompensated. He was transferred to the ICU and ultimately made comfort care by family due to likelihood of brain death and no longer being a surgical candidate for pump exchange. He passed later in the day.